Manufacturer narrative:
Concomitant medical products: two non-bd adapters; two spiros connectors. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient called the rn into the room and stated that the methotrexate chemotherapy infusion was leaking. The rn paused the pump and assessed the tubing to find that the posey located near the tubing had yellow drainage on it and that the filter was leaking from the small closed circle located on the back of the filter. The chemotherapy nurse practitioner was called and it was determined that the loss of medication was less than 5% of medication loss. The rn changed the tubing and the infusion continued without further problems. The nurse noted that the tubing was less than or equal to 24 hours of use. There was no report of patient harm.

Event description:
The diluted methotrexate 9850mg/1000ml primary infusion that was to infuse for 23.5 hours was leaking.

Manufacturer narrative:
The customer¿s report of leaking from the small closed circle on the back of the filter was not confirmed. Functional testing of priming, infusion, and pressure testing did not replicate any signs of leaking at the filter or anywhere else throughout the set. The root cause of the customer¿s report could not be identified.